Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer that the pneumatic block does not work. It is currently unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury noted. The customer called the philips support team requesting a quote for technical support. The event log had the error code 110b, proximal pressure is not measured, and pressure-related alarms are compromised. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and an international philips remote service engineer (rse) and confirmed the reported issue. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.